Event description:
Pt implanted with uss vas ii on an unknown date in (B)(6) 2002. Pt complained of lower back pain and was returned to operating room on (B)(6) 2012 for removal of a portion of the construct. The rods were cut at t11 and all hardware was removed below that level. No further procedure is anticipated. This is 15 of 23 reports for the same event.

Manufacturer narrative:
Reported date of implant is (B)(6) 2002. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.